Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested from the customer. If the information is provided, it will be reported accordingly.

Event description:
It was reported that electrical test fails 58 (power-up vent (k6) test failed) occurred on the cs300 intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred. However, no death or injury was reported.

Manufacturer narrative:
A technician from the customer's biomed department confirmed via telephone that the iabp has been returned to clinical use. The technician was unable to provide specific repair details.

Event description:
It was reported that electrical test fails 58 (power-up vent (k6) test failed) occurred on the cs300 intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred. However, no death or injury was reported.